Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/26/2017 with the following findings: a review of the pump¿s black box and alarm history showed a cs 064 motor call service alarm occurred. During testing, the pump ez-prime steps were performed successfully and the pump was exercised for 24 hours with no call service alarms occurring. The pump was opened and no intermittent condition was found to the printed circuit board or cgm module. The complaint of a cs 064 call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment below the grip pad.